Event description:
It was reported that the ventilator was turning on and off by itself. The ventilator displayed sram and the display lettering was distorted. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na